Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "leaking left breast implants. Large lymph-node lumps in armpits and hardened breast. Patient is troubled by the lumps in left armpit. The left breast is also rock hard and enlarged".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported x-ray showed ruptured implant with leakage to the axilla. Patient has a lot of pain, capsular contracture, baker grade IV. The device remains implanted at this stage as patient is pregnant. Left side.